Manufacturer narrative:
The returned device was evaluated which included functional testing. The module failed functional testing. With cable manipulation, the module intermittently loses power and communication with the lnop sensor. An x-ray inspection was performed which identified wire breaks inside the ch connector bend relief which resulted in the loss of functionality.

Event description:
It was reported that the cable gave an intermittent signal and did not provide alarms or error messages. No consequences or impact to patient.